Event description:
The patient has had a breakthrough of seizures resulting in hospitalization. It was reported that there have been no medication changes prior to the breakthrough of seizures. The patient had previously undergone generator replacement surgery in 2002 and the treating neurologist has been working the programmed parameters of the new generator back up to the level that the original generator was programmed to. Device diagnostic testing of new generator was wtihin normal limits, indicating proper device function.